Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: gxl, hwe. Reporter is a j&j employee. Investigation summary: service and repair evaluation: the customer reported the hand piece for battery powered driver does not work properly. The repair technician reported that membrane vent was dirty and the motor worked intermittently in reverse speed mode. The cause of the issue was not determined. The item will be repaired per the inspection sheet, and returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 05.000.008, synthes lot #: 007133, supplier lot #: 007133, release to warehouse date: 07 feb 2018, supplier: (B)(4). No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the hand piece for battery powered driver was not working properly. The issue was observed during testing. There was no patient involvement. There is no further information available. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).